Manufacturer narrative:
Device eval summary. Device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon eval, the battery charger/modem was unable to power up. The cause for the inability to power up was isolated to a defective power supply brick. The root cause for the defective power supply could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us dist contacted zoll to report that battery charger/modem sn (B)(4) was unable to power up.